Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the upper case was broken, encoder was pushed into the external pulse generator (epg) and there was a knob missing. It was noted that main printed circuit board (pcb), encoder assembly, one knob and the main seal were all contaminated. It was noted that output connector and the hanger assembly were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a missing knob and the potentiometer was pushed into the device. There was no patient involvement.